Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced due to a false air in line alarm. Downstream occlusion alarms were confirmed through a review of the event history log. Fluid filled set values were out of specification settling at 906 adc counts. Evaluation found the downstream tubing guide depth to be 0.154", which is out of specification, and will cause high adc counts. The downstream tubing guide will be adjusted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.